Event description:
It was reported that during the closure of ileostomy, surgeon complained that he was unable to fire the reload. According to the surgeon, the staples came out for a small part of it but does not cut through the colon during firing. He immediately discarded it and replaced with a new sr75 reload. The new sr75 reload was able to cut through smoothly to complete the surgery.

Manufacturer narrative:
(B)(4). Date sent 7/15/2024. D4 batch # unk. B3: only event year known: 2024. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Could you please clarify if there were any patient consequences? 2. Could you please clarify if there was any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 7/22/2024. Additional information was requested, and the following was obtained: 1. Could you please clarify if there were any patient consequences? Ans: no. 2. Could you please clarify if there was any change in the post-operative care of the patient as a result of the event? Ans: no.

Manufacturer narrative:
(B)(4). Date sent: 8/22/2024. D4: batch #781c52. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one sr75 reload was received with no apparent damage along with its opened packaging. The reload had the proximal 1 driver up with the partially formed staple in the pocket and the remaining drivers down with staples present and a swing tab in the unlocked position. The cartridge was tested for functionality with a test device and fired without any difficulties. The staple line and cut line were complete, and the staples meet the staple form release criteria. The swing tab in unlocked position is consistent with an improper loading technique. Please reference the instruction for use for more information. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 781c52, and no non-conformances were identified.